Event description:
It was reported that a malfunctioning mobile power unit (mpu) was returned. The patient reported that their controller read "connect power" with bracket associated with cable attached to mpu. It was confirmed that there were no alarm lights active on mpu, and a green power light was illuminated. They confirmed secure connection with cord and mpu box and no damage noted visibly to pins inside power cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.